Event description:
It was reported that revision surgery was performed. The surgeon felt that the insert did not lock completely into the tibial baseplate. He returned the patient to the or the same day and exchanged the tibial insert.

Manufacturer narrative:
The device is currently undergoing analysis.

Manufacturer narrative:
The purpose of this investigation was to determine the cause for the insert not seating properly into the tibial base. Macroscopic photo analysis and dimensional inspection were performed on the retrieved insert. Upon visual examination of the tibial insert, severe damage caused by instruments was observed near the insertion slot, patellar recess area, anterior locking mechanism and on the distal surface. Deformation and impingement marks were observed on both dovetails suggesting that the insert was impinging against a third body or improperly aligned while it was inserted into the tibial base. Dimensional inspection could not be performed due to the severe damage and deformations present throughout the locking mechanism. In conclusion, the cause for the insert not seating into the tibial base may have been related to the impingement seen on the dovetails. Dimensional mismatch between the tibial insert and tibial base is one of the important factors contributing to the improper seating of the insert. The contribution of the tibial base to this issue is unknown as it was not returned.